Event description:
A customer reported an issue with the speaker and vibration function of a pump, describing the speaker volume and vibration as too loud. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to adjust the alert sound setting to high and tested for alerts, but the pump did not make a sound, leading to a decision to replace the pump. The pump was noted to be under warranty, and the customer planned to continue using the current pump for insulin delivery until the replacement arrived. The customer was also guided on putting the pump into storage mode before returning it.